Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4) , serial: (B)(6) , batch: 8372335. Common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6) , batch: 9087236. Common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6) , batch: 9087236.

Event description:
It was reported that the patient experienced ineffective therapy. Reprogramming has been unable to resolve the issue. Investigation was unable to identify which lead attributed to the issue. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the system was explanted; however, the s3 drg lead was unable to be removed and left implanted in the patient.